Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17155. It was reported the patient lost effective coverage at an unknown time due to lead migration. The patient underwent surgical intervention on (B)(6) 2022 wherein the lead was explanted and replaced with a new one, thereby restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.